Event description:
It was reported by service report that the motion interrupt pan fell down, as the plastic broke on the head-end, and the pan was resting on the base. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken motion interrupt pan.